Event description:
Per the clinic, the patient experienced skin flap breakdown at the magnet site (date not reported) due to the external magnet. Subsequently, the external magnet was exchanged for a weaker strength.

Manufacturer narrative:
(B)(4). The device is currently unavailable.